Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-2190 and 1627487-2012-2192. It was reported the pt quit using his scs system because his system was ineffective and his ipg pocket site burned all the time. The pt stated he wants the system explanted. No further info is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pt's. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.